Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg and paddle lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg and paddle lead found them to be satisfactory.

Event description:
A report was received that the pt's precision system was explanted due to an infection at the pocket site. The pt's symptoms included redness and discomfort. The physician does not believe the infection was device or procedure related. The pt was given oral antibiotics and was reportedly doing well following the procedure.

Event description:
A report was received that the patient's precision system was explanted due to an infection at the pocket site. The patient's symptoms included redness and discomfort. The physician does not believe the infection was device or procedure related. The patient was given oral antibiotics and was reportedly doing well following the procedure.